Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that insulin pump had reservoir compartment causing high blood glucose and bits and pieces missing plus crack to reservoir opening. Customer's blood glucose value was unknown at the time of the incident. Drive support cap is recessed as designed customer reports damage to the insulin pump. The customer was assisted with troubleshooting. Customer will return device for analysis.